Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: closing arthrotomy at implantation of knee joint or hip joint. Patient was released to rehab when situs was still without pathological findings. Patient was send back to clinic since operating wound opened up again. Suture material was examined at clinic and it turned out that the suture was causing the complication. There was a second surgery required.